Manufacturer narrative:
The reported events of inadequate capture and cardiac perforation were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies on the lead. Electrical testing was normal.

Event description:
Related manufacturer reference number: 2017865-2024-72416, 2017865-2024-72415. It was reported that the patient presented for an implant procedure. During the procedure, after implanting the right ventricular (rv) lead, it was noted that the lead exhibited high capture thresholds. The lead was not used and another lead was implanted. While attempting to implant the right atrial (ra) lead, it was noted that the lead was unable to be fixated in the right atrium. The lead was not used and another ra lead was attempted to be implanted but was also unable to be fixated in the right atrium. It was then noted that the patient experienced discomfort. Angiography was performed and revealed a perforation of the superior vena cava. The atrial implant was abandoned. The patient was in stable condition.